Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Review of post market surveillance survey for triathlon femoral component ps noted surgeon's comment "I'm very happy with the implant, I had only a very few bad results. The cementless is comfortable and safe." Update june 10, 2020: the surgeon is completely satisfied with the system, but had a case (sometime within the last 10 years) where the cementless tritanium tibia had not grown in - he does not know the reasons for this.